Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep provided the patient¿s serial number. The rep noted that the issue was resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient is unable to turn stimulation up high enough to feel paresthesia. No environmental/ external/ patient factors that may have led or contributed to the issue. Impedances show electrodes 11 and 15 over 40,000. Re-programming was done avoiding affected electrodes. The issue was resolved at the time of this report. Patient is able to get effective stimulation. No surgical intervention occurred/ planned. Patient is alive with no injury.